Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set fell off during use the infusion set was in use for less than one day. Patient replaced infusion set and resumed insulin successfully. No further information was available.